Manufacturer narrative:
Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. Tracheostomy tube inflation system is dedicated for inflation of cuff by air. Therefore, it shall be perfectly leak proof. There are only two possible reasons for a fluid inside inflation system - inflation system leak (e.g. Fluid can get into inflation system through cuff tear) or incorrect practice during use which do not respect instructions for use (e.g. Cleaning of inflation system by a fluid/inflation line flushed by a liquid instead of suction line by error/etc.). Without the sample we are unable to determine the true root cause of this issue. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. No trend of confirmed complaints in relation to this issue was identified.

Event description:
It was reported that when deflating the cannula cuffs to remove them, there was a small amount of liquid in the syringe used to deflate the cuff, casting doubt on the airtightness of the cuff. There was patient involvement with no visible injuries, it was only mentioned that the patient was "more cluttered". The patient did not need further treatment as a result of this incident.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.